Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low glucose readings while using the ilet bionic pancreas and expressed concern about perceived high daily insulin delivery; review of usage suggested the user announced meals as "normal" rather than "less than," and also announced carbohydrate intake used to treat hypoglycemia, which could contribute to additional insulin dosing. Symptoms included hypoglycemia with a documented nadir of 50 mg/dl without loss of consciousness or seizure. Outcomes included transient impact requiring oral carbohydrate treatment and self-management without medical intervention or hospitalization. Investigation included review of synced device reports and user education on correct meal announcement and avoidance of announcing treatment carbohydrates. Investigation of this case revealed user technique and education opportunity related to meal announcements and treatment of lows. It was concluded that the event was consistent with hypoglycemia associated with use error related to meal announcement and carb entry practices, and that counseling on proper use was provided.